Event description:
The remote ventilator alarm by the ICU nurses station was alarming. An rn went into the room immediately to check on the patient. The staff member found the ventilator totally shutdown, off, without power. The rn bagged the patient immediately. The ventilator was replaced shortly afterwards. No apparent harm came to the patient.a biomedical equipment technician verified the user complaint and found the ac module of the power supply to be inoperative. There were no output voltages indicated from the power supply, although the unit was plugged into wall power and the batteries were fully charged. The technician installed a test ac power supply and reviewed the alarm logbook. After removing the test power supply, new portions of the ac and dc power supplies were installed. The unit was tested and returned to service.